Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy and will contact the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.